Event description:
A malfunction was reported on a pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The patient disconnected the call while attempting to resume insulin and planned to call back later, so the case was left open for follow-up.